Event description:
The customer reported the ventilator alarmed with low leak co2 rebreathing risk. The customer reported there was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4).

Manufacturer narrative:
Even date: (B)(6) 2015 (month/year) . MFR received date: 12/02/2015 conclusion / root cause: the defective u1 created the low leak-co2 rebreathing risk (e/c (B)(4)). This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator alarmed with low leak co2 rebreathing risk. The customer reported there was no patient involvement.